Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that a 79 year old patient with history of right colon cancer, anemia, morbid obesity (bmi 42), atrial fibrillation and gerd underwent extended right hemicolectomy. Operative note provided states a ¿gia¿ was used to transect the distal ileum and the ¿power echelon¿ was used to transect the proximal transverse colon, and a side-to-side anastomosis was performed with the distal ileum to the proximal transverse colon with the ¿power echelon¿ and the ostomy was closed with the ¿power echelon.¿ the surgeon over sewed the staple lines with 2-0 silk sutures and states in the operative note ¿small bowel contents could easily be expressed through the anastomosis into the colon. There was no evidence of leakage.¿ no difficulties are noted with any of the stapling devices and no information is provided as to reload color. On post-op day 11, the patient was still hospitalized and underwent an exploratory laparotomy and colectomy after exam and CT findings suggested anastomotic leak. Surgeon observed ¿obvious breakdown of the anastomosis¿ at the staple line. A ¿power echelon with green staples¿ was used to staple the distal small bowel and the transverse colon proximal and distal to the area of the perforation/the anastomosis. A side-to-side anastomosis with two-layer closure was performed following mobilization of the transverse colon to the splenic flexure. The surgeon noted the anastomosis was patent and small bowel contents could easily milk through without leakage. The patient remained hospitalized and two weeks later, underwent an exploratory laparotomy, small bowel resection and ileostomy creation after another anastomotic leak. Postoperatively, patient developed enterocutaneous fistula and underwent debridement procedure to treat her abdominal wall abscess. Patient was transferred to a long term acute care facility for three months for wound care and then transferred to an acute rehab facility. Patient subsequently developed a PICC line infection and mrsa which was treated but the patient then developed left knee pain due to osteoarthritis, severe anasarca, renal failure, septic shock and passed away on (B)(6) 2019.

Manufacturer narrative:
(B)(4). Date sent: 6/20/2022. Additional information: see attached medical records.

Manufacturer narrative:
(B)(4). Date sent: 5/18/2022. D4: catalog.

Manufacturer narrative:
(B)(4). Date sent: 6/17/2022. Additional information: see attached medical records.